Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID addr01 implantable pulse generator (ipg), implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the device battery had burned up early due to high outputs on the right atrial (ra) lead. It was noted the doctor thought ra lead had dislodged after implant. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.